Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they were in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient was recommended cortisone cream for the skin irritation. It is unclear if the cream was recommended by a medical professional. Reporting out of the abundance of caution. Follow up indicated that the cream helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.